Event description:
Customer's mother reports that customer received a button error alarm while attempting a bolus delivery and was not able to clear. It was reported that when customer attempted to press the act button, button did not respond. Customer's blood glucose was 190 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube, cracked belt clip slot, minor scratches on the display window and a missing end cap sticker.